Manufacturer narrative:
H6 evaluation codes updated with final investigation conclusion codes.

Event description:
On (B)(6) 2019, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that the physician thought a possible type ia or type ib endoleak was present. Angiogram images dated (B)(6), 2021, revealed no endoleak was able to be identified. There is no aneurysm sac enlargement. On (B)(6) 2021, the physician decided to place proximally an aortic extender endoprosthesis to extend the proximal seal zone by 3-5mm from the original procedure using the following product (B)(4). The aortic extender endoprosthesis was placed successfully, and the patient tolerated the procedure well.